Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on 09 feb 2015 at 13:57:00. During night drain cycle one, the patient's ultrafiltration reading was 913ml, indicating the home patient drained 913ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The service history review (shr) did not reveal any previous service events that could have caused or contributed to the iipv. The direct cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.